Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage. No damage. The returned device was measured and verified to match device history record (DHR) specifications per drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The reported device was being placed at tooth located # 28 when the event occurred. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was unable to place in the osteotomy because the buccal bone fractured during placement. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes . H10: additional narrative.

Event description:
It was reported that the implant was unable to place in the osteotomy because the buccal bone fractured during placement.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number: k101880.